Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to incorrect mode view. A review of the device logs confirmed that the user initially receives an ECG signal via the electrode pads. The user then transitions to the pacer mode where the ECG signal disappears because they are now in lead ii view instead of pads view. The device is designed to only display the ECG signal through the lead view while in the pacer mode. The device will automatically switch over to the lead view once the pacer mode is activated by the user. The user must then manually switch to the pad view once out of the pacer mode. This information is available in the x series operator's guide which states "when the pacer is on, the lead selection is restricted to leads I, ii or iii. The device performed to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a69-year-old female patient, the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, a4, b3, and b5, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.